Event description:
It was reported during xia3 surgery, the surgeon inserted the screw to the iliac from th9 for the lateral curvature. The screw inserted in s1 loosened. Therefore the surgeon inserted the rod in right side, removed the left side rod, and changed the screw of s1.